Event description:
It was reported that the patient experienced hypoglycemia while using a dexcom g7 with ilet on the first day of therapy, after starting with elevated glucose; the reporter believed the ilet algorithm¿s early corrections contributed to a subsequent low, with a lowest cgm value of 57 mg/dl and treatment with approximately 16 g oral glucose. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication administered orally to raise glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device-related problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.